Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Visual inspection found no issue on purge side arm. No leak was found under pressure leak test. The root cause of the purge side arm leak was most likely use related as no problem was found under pressure leak test. D6b added. D9 date device returned to manufacturer added. G1 reporting contact email revised on manufacturer device report 1220648-2024-25239 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that a purge leak was noted coming from the purge sidearm of an implanted impella 5.5 pump. Troubleshooting was performed to manage the leak and support with the implanted pump continued. There was no resulting patient harm.